Event description:
Ventric monitor showed an error message when connecting with this catheter. The reading remained the same regardless of attaching to another monitor and cable system. Intracranial pressure was monitored on the drain transducer. No pt injury was reported.